Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, likely from air entrapment from a recent box change. The patient came into the hospital and no noise could be reproduced through product testing. The sensing vector was reprogrammed and the s-ICD remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.